Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that the patient¿s pump pocket was infected. The date of the event was unknown. No troubleshooting was performed. The patient was in-house at a hospital. The pump and catheter were to be explanted on (B)(6) 2020. It was indicated that environ mental/external/patient factors that may have led or contributed to the issue were unknown. The issue was not resolved at the time of the report (as of (B)(6) 2020). The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-30, additional information was received from the manufacturer representative (rep). The pump and catheter were explanted as planned.